Manufacturer narrative:
Results codes: an additional results code of "120" was used to capture the electrical problem. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The exact date of event is unknown, it was stated that the event happened some days before the notification was opened, upon system start-up. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. The blank screen issue was verified and duplicated. Fss replaced the advantech board and then performed full system checklist. The system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that monitor failed to power up, error 2011 (error getting version strings from instrument host) occurred and system automatically rebooted and had blank screen. There was no patient involvement reported and no patient treatments delayed or cancelled.